Event description:
It was reported that the ventilator's printed circuit board was contaminated with liquid. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during on-site visit. According to received information pneumatic back-plane printed circuit board was damaged due to corrosion, o2 hose was defective. Liquid/corrosion on pcbs can cause short circuit which might affect the ventilator¿s characteristics and performance. Pneumatic back-plane is an interconnecting board including connectors for the gas modules as well as cable connectors for the safety valve and the o2 cell/sensor. Circumstances of the source of the liquid and kind of liquid are unknown. Our servo ventilators fulfill the standards of ip21. Leakage from o2 hose can affect delivery of the o2 concentration, which will be noticed during ventilation by alarm activation (e.g. O2 supply pressure low, o2 concentration low). Alarms will be generated when set alarm limits are exceeded, as per design to alert the operator about ongoing issues. Device's logs were not provided. Alarm o2 concentration low is activated when measured o2 concentration exceeds the set value by more than 5 vol.% below the set concentration value or an absolute minimum alarm limit of 18%. The alarm is delayed 40 seconds after changing the o2 concentration setting. O2 hose issue affecting o2 concentration is gas delivery error, meaning that the wrong gas concentration is delivered from the system and the gas concentration is measured correctly. The cause of the contamination/corrosion was determined and it is related with environmental conditions. The cause of hose issue in this customer product complaint has been determined. The issue was related to o2 hose.

Event description:
Manufacturer's ref. #: (B)(4).